Manufacturer narrative:
The reported field event of post-paced t-wave oversensing was not replicated in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a generator replacement due to normal battery depletion. Prior to the procedure, the device exhibited few episodes of post-paced t-wave over-sensing. Programming changes were discussed, but no intervention was performed. It was decided to monitor the patient and observe the sensing of the new device. The patient was in stable condition.